Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector unlocked on lcd board. No traces of moisture were noted at keypad traces, electronic assemblies or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the buttons was unresponsive. The customer also reported that the blood glucose went high of 595 mg/dl. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.